Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported she has been having trouble controlling her blood glucose. She has been running high. The only way she can control her blood glucose is through manual injections. Customer's blood glucose was 400 mg/dl. She experienced headaches. Customer tried replacing her infusion sets and reservoirs and adjusting her settings, but her blood glucose still runs high. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.